Manufacturer narrative:
Unit was received with blank display due to moisture damage electronic assembly. Unable to verify unexpected restart alarm due to blank display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she believed the insulin pump got wet while on vacation. The insulin pump kept alarming unexpected restart and kept shutting on or off. Water was underneath the screen. Customer's blood glucose level was 94 mg/dl. There was a crack above the screen. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.